Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump has normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The insulin had cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the pump showed full power and shut off and came on with a new battery out. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.